Manufacturer narrative:
B3= olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope had foreign material under free-engage knob (f-knob). There was no patient involvement.